Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment ring is broken. Customer also indicated that they were hospitalized in (B)(6) 2017 for pneumonia. Customer's blood glucose value was 140 mg/dl at the time of the call. The product was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat. The displacement test functioning properly. The motor passed the motor test. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked lcd window and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.